Event description:
A surgeon reported that one week after photorefractive keratotomy (prk), a pt was noted to have (B)(6). Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).